Event description:
It was reported that the pump was refilled in '08, and started to alarm the following morning. Telemetry strips indicated "reset occurred 14:49" "reset occurred - watchdog 14:49" "pump safe state 14:49". Additional information has been requested from the hcp, but was not available as of the date of this report.